Event description:
It was reported that a sick patient in the medical intensive care unit (micu) had a fecal management system placed (rectal tube). It is unclear when it was placed and how long it was in place for, but it caused a bleeding rectal ulcer where the massive transfusion protocol needed to be activated. He received >50 units of product, and colorectal surgery had to do a bedside exam under anesthesia to try and mitigate the bleeding. He subsequently re-bled and required further intervention with gastroenterology (gi) and re-activation of the massive transfusion protocol. Ultimately, he developed transfusion-related lung overload, and he continued to have persistent bleeding from this rectal ulcer. He ultimately expired. Per additional information received, a patient in the micu with group I pulmonary hypertension (phtn), right ventricular (rv) failure, methicillin-resistant staphylococcus aureus (mrsa) empyema, end stage renal disease (esrd), likely cardiac cirrhosis, on a heparin drip (hep gtt), had a fecal management system placed (B)(6) 2024. On (B)(6) 2024, the patient experienced a massive arterial bleed from what was later diagnosed as an erosive rectal ulcer. The patient required ~5.5 coolers of un-cross-matched massive transfusion protocol (mtp) product. The patient subsequently required intubation for procedure. The patient developed fluid overloaded status post (s/p) mtp. Extubated, reintubated on (B)(6) 2024 in the setting of recrudescent bleed, with another round of mtp (~2 coolers un-crossmatched product). Following mtp, the patient experienced ventricular tachycardia (vt) --> ventricular fibrillation (vf) arrest, thought to be either electrolyte derangements from mtp vs. Abdominal compartment syndrome iso large volume resuscitation. Persistent shock post-code with concern for evolving ventilator associated pneumonia (vap). On (B)(6) 2024, the patient coded again following what appeared to be a vagal event. There was overall concern that multiple codes and volume overload mtp, rectal ulcer possibly exacerbated by fecal management system contributed to patient's poor outcome. Per clinical follow up via phone on 18-apr-2024, the clinical solution manager reported due to the severity of this event, multiple in-person education sessions regarding the dignishield device have been implemented with staff at the facility. Clinical follow up questions were emailed to the clinical solution manager on 18-apr-2024, and she will forward the questions to the care team. Additional clinical follow up information was received via email on 19-apr-2024. The clinical practice lead registered nurse (rn) reported that the 52-year-old male was admitted to the facility on (B)(6) 2024 for empyema and nonalcoholic steatohepatitis (nash) cirrhosis. The patient did not have a history of rectal or large bowel surgery or a history of rectal or anal injury (such as stricture/stenosis, tumor, hemorrhoids, rectal mucosa impairment). The facility reported that the patient was hemodynamically stable the day prior to device insertion, and he was receiving levo as high as 3 and high-flow nasal cannula (hfnc) 35/35. The heparin drip was initiated on (B)(6) 2024 at 11.2 units/kg/hr, and the patient received this medication for two (2) days before the bleed occurred. The patient was also receiving the following medications: precedex, inhaled veletri, gabapentin, melatonin, midodrine, ten, polyethylene glycol, senna, sildenafil. The dignishield device was inserted on (B)(6) 2024 at 18:53 (6:53pm) because the patient had experienced three (3) loose stools. It was unknown/not documented if there were any device issues noted prior to insertion or if there were any difficulties inserting the device into the patient, how much volume was used to inflate the cuff or if the device had to be reinflated at any point during use, if there were any kinks/occlusions noted during use, or if the patient was laying on the drainage tube or port while the device was in use. Skin assessments were completed at least once per shift, and there were no skin issues noted. The dignishield device was removed on (B)(6) 2024 due to bleeding. The dignishield device was not available for return, and the lot number was unknown. The clean-based serpiginous rectal ulcer was 5-10 mm in size and located in the lower rectum. Attempts to mitigate the bleeding included clipping/epi infiltration of the bleeding artery with rectal packing. The subsequent bleed clips were removed, and figure 8 stitch placed and packed. The patient passed away on (B)(6) 2024 due to pulseless electrical activity (pea) arrest, hemodynamic collapse, right (r) heart failure, complicated by (c/b) sepsis (likely vent-associated), initially intubated, hemodynamic (hd) instability, poor airway protection, massive lower gastrointestinal bleed (lgib).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation. Therefore, the root cause could not be identified. The case was reviewed in detail with our medical affairs team. Although a definitive root cause cannot be identified for this incident as the product in question was not returned, the most likely cause based on available information is complicated interaction of a medical device with a critically ill patient with multiple medical comorbidities including anticoagulation which is addressed as a known risk in our risk document and IFU. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "warnings: rectal bleeding should be investigated to ensure no evidence of pressure necrosis from the device. Discontinuation of use is recommended if pressure necrosis is evident. Precautions: close attention should be paid to the use of the device in patients who have inflammatory bowel conditions. The physician should determine the degree and location of inflammation within the colon/rectum prior to considering use of this device in patients with such conditions. Ensure retention cuff and funnel are folded into a low profile form prior to insertion (as shown in figure 4). Patients with very weak sphincter muscles may not be able to retain the device in place and may experience increased leakage of stool. If the catheter becomes blocked with solid particles, it may be flushed with water (see figure 8 - ¿flushing the device¿). If obstruction of the catheter is due to solid stool, use of the device should be discontinued. To avoid injury to the patient, do not insert anything into the anal canal while this device is in place (e.g. Thermometer, suppositories, etc.). Remove the device prior to insertion of anything into the anal canal. Notify a physician if any of the following occur: persistent rectal pain rectal bleeding abdominal distension if the patient¿s bowel control, consistency and frequency of stool begin to return to normal, discontinue use of the device. Caution should be exercised in using this device in patients who have a tendency to bleed from either anticoagulant / antiplatelet therapy or underlying disease. When using the tube clamp for medication delivery, ensure the patient is closely monitored and is not allowed to lie on the tube clamp. Ensure the tube clamp is only used during medication delivery and for the prescribed dwell time. Do not leave the tube clamp on the drainage tube for longer than the prescribed dwell time. Potential adverse events as with the use of any rectal device, the following adverse events may occur: pressure necrosis of rectal or anal mucosa infection bowel obstruction perforation of the bowel rectal bleeding rectal tear ulceration of rectal/anal mucosa" h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that a sick patient in the medical intensive care unit (micu) had a fecal management system placed (rectal tube). It is unclear when it was placed and how long it was in place for, but it caused a bleeding rectal ulcer where the massive transfusion protocol needed to be activated. He received >50 units of product, and colorectal surgery had to do a bedside exam under anesthesia to try and mitigate the bleeding. He subsequently re-bled and required further intervention with gastroenterology (gi) and re-activation of the massive transfusion protocol. Ultimately, he developed transfusion-related lung overload, and he continued to have persistent bleeding from this rectal ulcer. He ultimately expired. Per additional information received, a patient in the micu with group I pulmonary hypertension (phtn), right ventricular (rv) failure, methicillin-resistant staphylococcus aureus (mrsa) empyema, end stage renal disease (esrd), likely cardiac cirrhosis, on a heparin drip (hep gtt), had a fecal management system placed on (B)(6) 2024. On (B)(6) 2024, the patient experienced a massive arterial bleed from what was later diagnosed as an erosive rectal ulcer. The patient required ~5.5 coolers of un-cross-matched massive transfusion protocol (mtp) product. The patient subsequently required intubation for proceduralization. The patient developed fluid overloaded status post (s/p) mtp. Extubated, reintubated on (B)(6) 2024 in the setting of recrudescent bleed, with another round of mtp ( 2 coolers un-crossmatched product). Following mtp, the patient experienced ventricular tachycardia (vt) ventricular fibrillation (vf) arrest, thought to be either electrolyte derangements from mtp vs. Abdominal compartment syndrome iso large volume resuscitation. Persistent shock post-code with concern for evolving ventilator associated pneumonia (vap). On (B)(6) 2024, the patient coded again following what appeared to be a vagal event. There was overall concern that multiple codes and volume overload mtp, rectal ulcer possibly exacerbated by fecal management system contributed to patient's poor outcome. Per clinical follow up via phone on (B)(6) 2024, the clinical solution manager reported due to the severity of this event, multiple in-person education sessions regarding the dignishield device have been implemented with staff at the facility. Clinical follow up questions were emailed to the clinical solution manager on (B)(6) 2024, and she will forward the questions to the care team. Additional clinical follow up information was received via email on (B)(6) 2024. The clinical practice lead registered nurse (rn) reported that the 52-year-old male was admitted to the facility on (B)(6) 2024 for empyema and nonalcoholic steatohepatitis (nash) cirrhosis. The patient did not have a history of rectal or large bowel surgery or a history of rectal or anal injury (such as stricture/stenosis, tumor, hemorrhoids, rectal mucosa impairment). The facility reported that the patient was hemodynamically stable the day prior to device insertion, and he was receiving levo as high as 3 and high-flow nasal cannula (hfnc) 35/35. The heparin drip was initiated on (B)(6) 2024 at 11.2 units/kg/hr, and the patient received this medication for two (2) days before the bleed occurred. The patient was also receiving the following medications: precedex, inhaled veletri, gabapentin, melatonin, midodrine, ten, polyethylene glycol, senna, sildenafil. The dignishield device was inserted on (B)(6) 2024 at 18:53 (6:53pm) because the patient had experienced three (3) loose stools. It was unknown/not documented if there were any device issues noted prior to insertion or if there were any difficulties inserting the device into the patient, how much volume was used to inflate the cuff or if the device had to be reinflated at any point during use, if there were any kinks/occlusions noted during use, or if the patient was laying on the drainage tube or port while the device was in use. Skin assessments were completed at least once per shift, and there were no skin issues noted. The dignishield device was removed on (B)(6) 2024 due to bleeding. The dignishield device was not available for return, and the lot number was unknown. The clean-based serpiginous rectal ulcer was 5-10 mm in size and located in the lower rectum. Attempts to mitigate the bleeding included clipping/epi infiltration of the bleeding artery with rectal packing. The subsequent bleed clips were removed, and figure 8 stitch placed and packed. The patient passed away on (B)(6) 2024 due to pulseless electrical activity (pea) arrest, hemodynamic collapse, right (r) heart failure, complicated by (c/b) sepsis (likely vent-associated), initially intubated, hemodynamic (hd) instability, poor airway protection, massive lower gastrointestinal bleed (lgib).